Manufacturer narrative:
H6: investigation summary: one sample was received for quality investigation. The customer reported discoloration, tubing damaged and flow issues. Discoloration, tubing damaged and flow issues were not observed when testing the sample submitted, and therefore could not be verified. However, during testing and connecting the extension set to a infusion set, the filter showed signs of leakage through a vent. A device history record review could not be performed on model 2432-0007 because a lot number was not provided by the customer. The root cause for the leakage seen in the extension set is that the vent membrane of the filters were oversaturated allowing for fluid to pass through. The sample sent back to the supplier where the function of the vents were re-established and no further issues were observed when tested after the vent integrity was re-established. H3 other text : see h10.

Event description:
It was reported bd alaris smartsite low sorbing extension set was discolored, occluded, and deformed. The following information was provided by the initial reporter: "item discolored, collapsing & occluding lines"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd alaris smartsite low sorbing extension set was discolored, occluded, and deformed. The following information was provided by the initial reporter: "item discolored, collapsing & occluding lines"